Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Event date and explant date - in 2008

Event description:
It was reported that patient enrolled in clinical study underwent right total knee arthroplasty in early 2005. Subsequently, patient underwent revision procedure to remove all components in 2008, due to infection.